Event description:
It was reported that during a demonstration, the distract tip for the matrix detachable holding sleeve broke off in a bone model. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records showed that one nonconformance was generated because the tip ID was undersized and the thread form passed through the no go member of the gage. The product was returned to the supplier. Relevance to the complaint condition could not be determined. The supplier certifications indicated that the correct hardness values were obtained. A product development evaluation was also performed. A small portion of the first thread was broken off and there were some minor scratches on the body of the device. Otherwise, the instrument was returned in good condition. The device still mated with a matrix bone screw. Despite the slight damage on the tip, the device performed as designed. The damage is believed to be the result of cross threading to the bone screw, but did not affect instrument performance. The complaint is indeterminate from a design standpoint since the specific details of method in which it was used are unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)